Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. It was reported that the hcp decided to not replace with a new battery and lead due to the 2 fragmented leads. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1agyp serial# implanted: explanted: product type lead product ID 3889-28 lot# v02 0549 serial# implanted: (B)(6) 2007 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 09-sep-2020, UDI#: (B)(4) ; product ID: 3889-28, serial/lot #: (B)(6), ubd: 31-jan-2011, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was to get MRI compatibility information. The caller indicated that the md was in surgery with the patient at the time of the call and they had just attempted to remove a lead but were unable to get the entire lead removed. The caller indicated that the patient now has two lead fragments implanted and the md wanted to place a third lead with a stimulator. Technical services (ts) reviewed MRI considerations. The caller was not with the patient and md.